Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm vessel. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm vessel. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.